Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted also, moisture damage was noted on the all electronic assemblies and corrosion was found on the motor assembly noted. No unexpected button error alarms noted. The insulin pump passed self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. The insulin pump had minor scratches on the lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed button error. The insulin pump was exposed to moisture. The insulin pump was not working. Customer's blood glucose level was 11.3 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.